Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump, which was not resolved with a set, reservoir, and site change. The cannula was reportedly not bent. The insulin pump began to work again. Customer's blood glucose was not known. Nothing further reported.